Manufacturer narrative:
The customer contact indicated that the device was discarded. Testing and investigation is complete. The device was not rec'd. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of reposition saline, at an unspecified rate, via a plum pump. It was reported that immediately after the delivery was started, an unspecified volume of solution leaked at the clave secondary port on the cassette of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.